Manufacturer narrative:
(B)(4). (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028. Concomitant medical products: vanguard ps tibial bearing cat#: 183626, lot#:948760, polished finned tibial tray cat#: 141252, lot#: 2015080099, vanguard series-thin patella cat #: 184784, lot#: 959430, vgxp xp e1 tib brg ll 9x63 cat#: 195807, lot#: 538030, vgxp xp e1 tib brg lm 9x63 cat#: 195877, lot#: 486490. This event was previously reported under 0001825034-2018-01286. Product remains implanted.

Event description:
It was reported that the patient is experiencing unexplained pain for over six months after left knee arthroplasty. Painkillers were prescribed as treatment.